Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 2:30pm. The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweatiness and shakiness" 15 hours after the alleged product issue; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the subject meter did not turn on with new lithium batteries inserted, the meter did not turn on when a new test strip was inserted, the alleged product issue could not be resolved with training, the correct test strips were being used, there was no indication of product misuse, the subject meter was not being used for the first time and the meter did not turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms which do meet lifescan's criteria for a serious injury after the alleged product issue began.